Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced tamponade due to myocardial perforation from the lead. The lead was explanted. No further patient complications have been reported as a result of this event.